Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case (B)(4) was unable to attach because the needle was bent. This was discovered before use. The following information was provided by the initial reporter: the customer reports that he/she could not attach the pen needle to the pen because the needle npe was bent.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to attach because the needle was bent. This was discovered before use. The following information was provided by the initial reporter: the customer reports that he/she could not attach the pen needle to the pen because the needle npe was bent.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: nine open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all nine samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.